Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with the low blood glucose levels. The customer states their level had been 48mg/dl. The customer treated the low with food. The customer's most current level was 142mg/dl. The customer states they had air bubble in reservoir but were able to remove. The customer states they noticed leak at the site. The customer was advised to monitor the device and call back if issues persist.